Manufacturer narrative:
Three catheters were returned for evaluation: catheter# 1 kit serial no. (B)(4) (composed of a msd serial no. (B)(4), and an iddc serial no. (B)(4)). Catheter# 2 kit serial no. (B)(4) (composed of msd serial no. (B)(4), and an iddc serial no. (B)(4)). Catheter# 3 kit serial no. (B)(4) (composed of a msd serial no. (B)(4), and an iddc serial no. (B)(4)). A visual inspection of all three catheters showed that catheter #1 and catheter #2 had blood in the lumens, but catheter #3 did not have blood in the lumens. Microscopic inspection confirmed the reported complaint of occlusion. Investigation is ongoing under an opened CAPA. Follow-up indicated the patient did well, according to the treating physician. The ekosonic mach4 endovascular device instructions for use, page 5., clearly state to prepare the catheters outside of the body by flushing them prior to placement in the patient. In addition, the instructions on page 6. Warn against drawing blood back into the drug lumens, as blood may occlude the drug holes. According to ekos' internal documentation, this event is not reportable, but complainant expressed his opinion that ekos should report it.

Event description:
The ekos sales representative reported that the physician had placed two 12cm/106cm catheters in the patient and was attempting to give a bolus of tpa through the drug port via a 3cc syringe. Physician said both catheters could not be flushed. Multiple attempts were made before the catheters were removed. They tried to flush them outside and could not. They opened a 3rd 12cm/106cm catheter and the technician at the table could not flush the catheter with the 3cc syringe. The physician attempted to flush the catheter and could not. They then opened two 18cm/106cm catheters to prepare at the table and flushed them with no problem. They placed the catheters and gave a bolus with no issues. Follow up from the ekos representative was the patient did well, according to the physician.